Event description:
It was reported that went to the clinic upon hearing alerts. Interrogation of device showed atrial lead warning. There was elevated a trial pacing impedance with intermittent unstable atrial pacing threshold. It was suspected the lead may not be completely in the header. It was observed the measured p waves are small however there is some oversensing noise during arm movement. Follow up confirmed the patient will be re-evaluated in approximately three months. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6947m implantable tachy lead, implanted: (B)(6) 2013; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).